Event description:
It was reported that balloon rupture, balloon detachment and balloon inflation issue occurred. The 99% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified vessel originating from the anterior tibial artery. After a non bsc guide wire was advanced to cross the lesion, a 4.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. Dilatation was performed at 18 atmospheres several times with the nc quantum apex¿ balloon; however, balloon dog boning occurred. Dilatation was then performed with a 4mm small peripheral cutting balloon catheter and another dilatation was attempted with the same nc quantum apex¿ balloon catheter. Again, balloon dog boning occurred and the balloon ruptured upon the 4th inflation at 20 atmospheres after a duration of 5 seconds. During removal of the device, it was confirmed based on the angiographic image that the balloon had been detached. A 0.014inch guide wire was inserted to the lesion. The detached balloon was held by a non-bsc snare and was retrieved into the sheath. The device was successfully removed and the physician confirmed that no portion of the device remained inside the patient. The procedure was not completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter with a guidewire. There was blood and contrast in the inflation lumen. There was a complete circumferential tear in the balloon material 12mm from the proximal weld. The distal end of the balloon was bunched up at the distal end. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner shaft was separated at the bi-component weld. The inner shaft was stretched and buckled on the guidewire. The separated ends were stretched and jagged indicating that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and balloon inflation issue occurred. The 99% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified vessel originating from the anterior tibial artery. After a non bsc guide wire was advanced to cross the lesion, a 4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced to dilate the lesion. Dilatation was performed at 18 atmospheres several times with the nc quantum apex balloon; however, balloon dog boning occurred. Dilatation was then performed with a 4mm small peripheral cutting balloon catheter and another dilatation was attempted with the same nc quantum apex balloon catheter. Again, balloon dog boning occurred and the balloon ruptured upon the 4th inflation at 20 atmospheres after a duration of 5 seconds. During removal of the device, it was confirmed based on the angiographic image that the balloon had been detached. A 0.014inch guide wire was inserted to the lesion. The detached balloon was held by a non-bsc snare and was retrieved into the sheath. The device was successfully removed and the physician confirmed that no portion of the device remained inside the patient. The procedure was not completed. No patient complications were reported and patient's status was good.